Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the combined initial and final.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: equipment used - [competitor] clip applier, reusable graspers, disposable scissors. As mr [name] completed his laparoscopic procedure he noticed a piece of black material inside the patient. He subsequently removed this item and noticed this was a piece of black rubber. He therefore inspected the ports and discovered that one of the ctf75 ports showed a corresponding piece missing from the inner double duck bill seal. This was reported to myself and the patient. The procedure was completed and the patient recovered as expected. Patient status: did a patient injury or illness occur associated with the complaint event? No.